Event description:
Reportedly, the device was explanted due to the parents dissatisfaction with the pt's sound detection when using the cochlear implant sys. The pt's device was explanted in 2008. The pt was reimplanted with another cochlear implant during the same surgery.

Manufacturer narrative:
This type of event is addressed in the device labeling.